Manufacturer narrative:
E1 phone number: (B)(6). B3: date of event is unknown, no information has been provided to date. One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. Additionally, it was observed that the device had a damaged dso seal, scratched lens, damaged battery compartment, and damaged remote dose connector. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The dso seal, lens, battery compartment, remote dose connector were replaced, and the device passed all testing.

Event description:
It was reported that there was damage to the device remote control socket. The was pin displaced and the socket detached from the base. During device evaluation it was found that the device had a damaged downstream occlusion (dso) seal. Patient involvement is unknown, and no additional information is available.